Manufacturer narrative:
Per tandem user guide: the infusion set should be changed every 48-72 hours, per guidance from the customer's healthcare provider. Additionally, change your cartridge every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent false occlusion alarms occurred. Customer reported using pump supplies for greater than 3 days. Tandem technical support informed customer that pump supplies should be changed every 48-72 hours per the user guide. Customer changed pump supplies and was able to resume insulin delivery. Customer's blood glucose was 100-300 mg/dl.